Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The cause of peritonitis was unknown. The patient was not hospitalized. On an unreported date, the patient began treatment with injection reflin (1g per day, route not reported) and injection tobramycin (40mg every 5th day, route not reported) for peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.